Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock as inappropriate therapy due to oversensing of an atrial flutter. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No adverse patient effects were reported.